Manufacturer narrative:
Concomitant medical products: product ID: 978b128, lot#: va2afbb, implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 30-jun-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a patient undergoing an implant for an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported that at the beginning of the case electrodes 0 and 1 were found to be defective, they did troubleshooting of the other electrodes which worked well, 0 and 1 wouldn't work at all. Physician pulled out lead 2 times to redo and then was unable to activate electrodes 0 and 1. The physician did troubleshooting with lead placement for 1.5 hours until abandoned lead was replaced for a new one. Intervention was to pull lead out where they knew nerve would be activating but the patient had no sensation and no motor response with those two electrodes. The guess from the rep and physician was that the lead was malfunctioning from out of box.

Manufacturer narrative:
H3: analysis of lead 978b128 (lot#: va2afbb) found the returned lead had no visual anomalies observed. A dc resistance and short check was then performed with normal readings observed. The lead and stylet had no anomaly found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.